Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an excision of lesion procedure on (B)(6) 2019. It was reported that the after tying off the suture the knots were just falling off. The case was completed with another suture. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Device evaluation summary: two empty labeled winding former and a suture in three pieces stuck with a tape on a gauze of product code 8683, lot mlj987 were returned for analysis. During visual inspection of the suture pieces, a knotted was noted in all pieces and the ends of the suture pieces were cut that appears to be by use of surgical instrument. Additionally, no functional test could be performed. Per the the condition of the suture pieces, it could not be determined what may have caused the reported incident of: ¿ the 4-0 prolene suture after tying off the suture the knots were just falling off. An empty opened box and thee unopened samples of product code 8683, lot mlj987 were returned for analysis. During the visual inspection of three unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. Per the condition of the representative samples, no performance: breakage suture was found and the tested samples met the finished goods requirements. A manufacturing record review was performed for the finished device batch mlj987-8683g and no non-conformances were identified. Representative samples returned to support the investigation of 2 device issues captured in reports 2210968-2019-80854. Analysis results have been included in the follow- up reports for each.